Manufacturer narrative:
The pump is not available for eval as it remains in use supporting the pt. No additional info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt has a chronic driveline infection. The pt is continuing on an antibiotic regimen and was upgraded to status 1a on the transplant list.